Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there were no similar previously reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
It was reported that cutting block was placed on the distal femur, cuts made etc., upon removal of the cutting block, the back portion of the cutting block -the pins remained stuck to the patient's femur and surgeon had to remove - no delay in surgery or adverse consequence to patient or user, surgery completed accordingly. Pins did not shear off of the back of the block, the pins pulled out of the cutting block. Primary left knee surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that cutting block was placed on the distal femur, cuts made etc., upon removal of the cutting block, the back portion of the cutting block -the pins remained stuck to the patient's femur and surgeon had to remove - no delay in surgery or adverse consequence to patient or user, surgery completed accordingly. Pins did not shear off of the back of the block, the pins pulled out of the cutting block. Primary left knee surgery.